Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had a syringe needle connectivity issue. The following information was provided by the initial reporter: material # 309628 batch # 3038025 verbatim: rcc received a complaint via email. Email(s) attached. "Needle became dislodged when pushing syringe to correct dosage. Not enough meds left in syringe.".

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Note that this product does not have a needle included from the canaan manufacturing plant.

Event description:
No additional information.